Manufacturer narrative:
The bed was inspected and no signs of short circuit were found, the device was functioning as intended. Since there was no malfunction of any electrical component was determined during the evaluation, the reported symptom could not be confirmed. The service technician suggest that there might be an issue with the outlet eg. Some moisture or some other factor near the outlet rather than power cable problem. Although there was no visual damage, this hypothesis could not be confirmed. The instruction for use for citadel bed (IFU, 830.213-en) includes the following information on preventive maintenance procedure regarding electrical components: ¿visually check power supply cord and mains plug.¿ this procedure has to be done weekly. If the result of this test is unsatisfactory, contact arjo or an arjo-approved service agent. Arjo device did not fail to meet its performance specification since there was no malfunction of any electrical component determined during the device evaluation. There was no allegation of patient involvement. The complaint was decided to be reportable due to allegation that power cord was sparking.

Event description:
During plug in the bed into the socket, the bed sparked. There was no indication of the patient's involvement. No injury was claimed. The arjo representative replaced the power cord, and the bed was operated as intended. No visual signs of the power cable damages was observed by the arjo representative. However, taking a conservative approach, he decided to replace the beds power cord.